Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the reliant device. The exact size of the device is unknown. Survey results from an vascular surgeon in practice 21 years, who has used the reliant device for expansion of vascular prostheses 300 times in total of which 9 were in the last 12 months and for the temporary occlusion of large vessels, it was used 200 times in total of which 4 times were in the last 12 months. During use of the reliant for expansion of vascular prostheses (assisting in the expansion of self-expanding stent grafts), the following malfunction was encountered; stent graft migration (in last 12 months ). The event was assessed to be related to the device itself. During use of the reliant for the temporary occlusion of large vessels, the following event was reported: stent graft migration caused by balloon catheter. This event was deemed to be related to the device itself. The physician found the event somewhat concerning. The physician reported in relation to this event that migration occurs at the time of inflation of the balloon and then it is the blood pressure which pushes the balloon. The physician stated that they were weren't sure the balloon was to blame and that any occlusive balloon would be flushed out by the blood stream. Of the above complications reported, some of these are listed as having been reported to medtronic previously. Due to limited information these are included in reporting. No further information has or will be provided.